Event description:
It was reported that during a tfn (trochanteric fixation nail)procedure the base of the reamer, where the shaft connects to the drill, broke as the surgeon was reaming. There were no pieces to retrieve. The surgery was completed with another reamer without further incident and with no adverse effect to the patient noted. Event #1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This part is obsolete. Lot number provided by sales consultant, 5018063 does not match the part. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.